Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 health effect - clinical code - e0122 movement disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On 03/12/2026, the event the patient experienced being confused, was shaking, off balance, and could not move properly. The cgm device indicated an urgent low alert, and the patient was brought to the hospital by a family member. When a fingerstick was taken, the blood glucose reading was ¿high¿, while the cgm still displayed the urgent low alert. Bloodwork and an EKG were done, and the patient was treated with insulin via injection. The patient was discharged after 2 days. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the symptoms were experienced. The reported glucose values fall within the d zone of the parkes error grid in the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.